Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon deflation failure occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced and inflated. However, when the balloon was about to be deflated, the distal half of the balloon could not be deflate. It was inflated and deflated repeatedly several times, but it did not return. The balloon was pulled out from the patient's body as it was and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.